Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port "cuff would not maintain pressure. The valve leaked." A stop cock was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device, but the device was very bloody. The balloon was inflated with 25cc of air. The balloon inflated properly and upon removal of the syringe, the balloon remained inflated and the back inflation valve did not dislodge. Based upon these findings, the reported failure mode is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).